Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2016. According to the report the device was found to be malfunctioning and not draining enough cerebrospinal fluid. The report stated that the device was explanted on (B)(6) 2016. It was reported the doctor replaced the device with another strata valve. Reportedly, there was no injury to the patient and the patient is stable.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, pressure-flow, preimplantation and leak testing. However it did not meet the requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.